Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material on the distal end light guide rod lens of the scope. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, foreign material was found on the distal end light guide rod lens of the scope. The root cause could not be identified. Based on the results of the investigation, the findings did not lead to a clear conclusion about the cause of the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.